Manufacturer narrative:
(B)(4). Batch #t5e72d. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device did not function with the battery, although the firing trigger was pulled at the first firing. The backlight was lit. The anvil was attached to the trocar, the indicator was within the green range, and the red safety was unlocked, but the device could not be fired. The battery was replaced, but the issue did not improve. The sales rep commented that it looked like there were no staples. The device was used between the rectum and the anus. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) . Date sent: 07/31/2020 device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, and the device was fully loaded with staples, indicating that the device had not being fired. The green check mark did not turn on upon installation of battery. Attempts to fire the device using a test anvil were unsuccessful, confirming the experience. Upon disassembling the device, the flex circuit was found to be unseated from the connector. Upon reseating the flex circuit, the device performed correctly as intended. The staple line was complete and met staple form and release criteria. No conclusion could be reached as what may have caused the failure of the flex circuit. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.